Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported their implant was on (B)(6), the patient was seen 4 times for subsequent adjustments in july, august, and september. The patient was still describing the arm pain, but the arm pain has absolutely nothing to do with the stimulator. It was reported that there was no stimulation in their arm, it¿s in their back and legs. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Aware date corrected to october 10, 2019

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 10-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as failed back surgery syndrome. Friend/family member reported the patient came out of surgery and was not able to raise their right arm. Their physician reportedly told them they did not know the cause of not being able to raise their right arm but that it may have to do with the lead and the nerve it may be on. Consumer reported stimulation was is now going to their right arm which it was not supposed to. Stim was programmed at implant on program a which did nothing to relieve the pain. They then added program b which also did nothing. They then met with the manufacturer representative who added program c which was working great to cover pain in their back, waist and legs however they were feeling stimulation in their right arm. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that neither the rep, nor the healthcare professional (hcp) knew he cause of the cause of the patient's inability to raise their right arm and the stimulation in their right arm. The rep said the ins was implanted for lower extremity pain. The rep stated that they and the hcp had no idea how this had any correlation to the patient's arm pain. The rep noted that no steps were taken to resolve the issue. The rep said they did have 2 reprogramming sessions with the patient in the past month, but it had nothing to do with the arm pain. No further complications were reported/anticipated.